Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system did not start up after the philips logo was displayed. A cold restart does not improve the situation. The analysis of the system log file confirmed the malfunctioning of the flexvision pc (the host-pc could not connect to the flexvision-pc). The fse confirmed that there was a failure in the part supplying power to the flat panel. Due to the failure in this part, the fuse in the main cabinet had blown, causing the system to not turn on. The defective power supply of flat detector (ps fd) was returned to philips for further analysis. The analysis confirmed the malfunction of the ps fd and identified inside led, 24v led and l1 led all of them stay off. Therefore, the fse replaced the power supply part (nd) and fuse (f14) for the flat panel to resolve the issue. Following the replacement, functional tests were performed, and the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.